Event description:
Procedure: gastrectomy. According to the reporter: after firing, the surgeon noticed that the anastomosis was not fired. When surgeon checked the gun there was no staples inside the gun. The instrument failed to cut and form staples. The surgery was completed with a new set. There was no reinforcement material used. The patient required extended hospital stay in the intensive care unit. There was no unanticipated tissue loss. There was unanticipated tissue trauma. The damage was irreversible. There was no blood loss of 500cc or more. Surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).